Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 16mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 20cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of stent profile found no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Microscopic examination of hypotube shaft identified a break at 20cm distal to the distal end of the strain relief. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 11-jan-2024. It was reported that shaft break occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion into the 6fr non-boston scientific guide-catheter, the device snapped and broke approximately 4 inches from the hub. The detached part was removed intact by gentle pulling, and the procedure was completed using another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube break at 20cm distal to the distal end of the strain relief.